Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the light guide lens, but the type of the material or definitive root cause cannot be determined. Since the foreign material was inside the light guide lens, and unable to be removed via reprocessing, it is assumed that humidity invaded the light guide lens when led to corrosion which occurred by physical stress to the distal end such as hitting and dropping and/or the light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. Olympus also confirmed foreign material at the distal end, but the type of the material or definitive root cause cannot be determined. It is also unknown if the reprocessing of the device by the customer was practiced in accordance with the instructions for use (IFU). The events can be detected/prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. In addition, the distal end had residual liquid. There were no reports of patient involvement.